Manufacturer narrative:
Additional information provided the lot number of the lead: product ID: 388928, lot# va19l7j, product type: lead.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported a suspected lead infection that occurred during normal use. The consumer received no benefits from nms during test period. The external neurostimulator (ens) was removed, but lead was still in place and it was suspected that they provoked an infection. Unknown if any factors led to the event. Interventions/actions included antibiotics. The issue was not resolved at the time of the reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.